Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm during a set change. Customer's blood glucose was 116 mg/dl. Customer stated that she has a back-up plan. Customer has not treated. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is not recurring and the issue has not been resolved. Customer cleared the alarm. Customer stated that the insulin did not exit after the manual plunger push. Customer was advised to assemble a new infusion set with the current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set.